Event description:
During follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. Abbott technical support was contacted and confirmed the event. The physician suspected lead damage, although it was not confirmed. Provocative testing was performed and revealed no anomalies. The physician elected to take no further action and to monitor the patient. The patient was in stable condition.